Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the cartridge compartment without damage to the pump. This complaint is being reported because the alleged malfunction has the abilityto result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: on investigation there was no evidence of moisture in the pump. A leak test was performed; no leaking was found. The pump case was removed for further investigation and did not reveal any evidence of moisture inside the pump. Unrelated to the original complaint, a hairline crack was noted in the battery compartment below the bumper traveling toward the case seal.